Event description:
Device malfunction: failure to deflate. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a concentric, mildly tortuous, proximal iliac artery lesion, a kissing balloon technique with two agiltracs as utilized to dilatate the lesion. One agiltrac was inflated for two minutes at unspecified pressure; after the inflation, the balloon would not deflate. The physician advanced the balloon catheter into the aorta and intentionally hyperinflated the agiltrac balloon to rupture it, which occurred at 24 atm. It was noted that the balloon had detached after rupture and was in two parts, however, it remained on the guide wire, and was removed on the guide wire from the anatomy. The second agiltrac was removed through the sheath from the anatomy without incident. There was no reported adverse pt effect. This constitutes all the known info regarding this event.

Manufacturer narrative:
Eval summary: eval of the returned device found damage consistent with the reported intentional balloon rupture. An appearance of adhesive was observed inside the proximal inflation notch, which could have contributed to the reported event. Scratch marks were observed on the outside and inside of the proximal inflation notch. There was no other damage noted to the catheter. The sidearm was dissected away from the device shaft and pressure was applied to the inflation/deflation lumen and no resistance was noted which confirmed there were no obstructions or occlusions in the inflation/deflation lumen. Pressure was applied to the inflation port of the sidearm and resistance was noted. The probable root cause for the difficult to deflate is likely mfg related. All balloon catheters are 100% visually inspected and leak tested which requires balloon inflation/deflation, prior to packaging. A field discrepancy notice (fdn) has been issued to further investigate the cause of the failure. All investigation details and any corrective actions will be documented in the fdn. A review of the finished device lot history record did not reveal any non-conformances that could have contributed to this event.